Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a lead fracture and high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.